Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. The technician reportedly replaced the luer lock and arterial module transducer filter (protector & line) to resolve the issue. The technician then calibrated the arterial pressure and returned the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis machine with a report of unspecified blood loss during patient treatment. The blood was noted as an unspecified amount of accumulated blood on the transducer line inside the machine. The issue was found when technician was servicing the machine for the arterial pressure not tracking. A fresenius (B)(4) technician reportedly replaced the luer lock, the arterial module transducer filter, and calibrated the arterial pressure to resolve the issue and return the machine to service. Additional information was requested, but was not provided. If additional information is provided, a supplemental report will be submitted.